Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) due to oversensing. The device is connected to an older medtronic right ventricular (rv) lead with a rising threshold and possible lead fracture. The physician reprogrammed the device to prevent further inappropriate atp events and the system will be explanted and replaced at an unspecified date in the future during an unrelated procedure.